Event description:
Surgeon retrieving and removing specimen enclosed in pouch. Pouch tore between fascia and skin. Abdominal cavity flushed with saline, and incision expanded to look for missing piece of plastic approximately 0.5cm in diameter. Piece not found.